Manufacturer narrative:
The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event and no result was reported out of the laboratory. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. The cts was able to resolve the issue while troubleshooting with the customer; hence, service was not dispatched for this event. The cause of the event was the disconnected tubing at the blood sampling valve. (B)(4).

Event description:
The customer reported observing a clear fluid leak of approximately 1cc, which was contained within the instrument, at the blood sampling valve (bsv) on the coulter coulter lh 750 hematology analyzer station shortly after the field service engineer (fse) completed the preventative maintenance (pm). In addition, the customer noticed elevated hct results. The fluids associated with the blood sampling valve may be controls, blood, and diluent; cleaner during shutdown. On (B)(6) 2012 a customer technical specialist (cts) assisted the customer to troubleshoot and verify the high hct was caused by high rbc. During the troubleshooting, cts found a tubing disconnected at the bsv (blood sampling valve). The customer refitted the tubing and primed. The previous sample was verified. The printouts were requested for further evaluation of hct and rbc results; however, they were not obtained/provided. Therefore, results and instrument flags could not be assessed.